Manufacturer narrative:
A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction in g4: supplemental medical device report (smdr) #03 is being filed to correct the g4 date on the supplemental report (smdr) #02. Incorrect date of (B)(6) 2020 is being corrected to (B)(6) 2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The opened probe was received with no tip protector, in a tray along with other items, for the report of cannot cut during surgery. At the time of receipt the probe needle was observed to be bent. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and the needle severely bent, confirming the received condition of the probe. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe could not be tested due to the actuation failure of the probe. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks and wear marks were observed at multiple locations along the inner cutter. Orange/brown foreign material was observed on the tip of the cutter. Adhesive was observed on the cutter, above the cutter/coupling bond. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An internal investigation has been initiated in order to investigate the actuation failure. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the adhesive on the inner cutter. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no additional action with regard to this complaint was taken by the manufacturing site. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe cannot cut during a procedure. Aspiration functioning. The product was replaced with no patient harm.